Event description:
Patient presented to the physician with jaw pain and a visualized bump at the floor of the mouth causing pain. Physician brought the patient into the operating room and found that the stimulation cuff had dislodged from the nerve. Physician cleaned the area, placed the stimulation cuff back on the nerve, and closed.

Event description:
Patient presented back to the physician with worsening temporomandibular joint (tmj) symptoms, persistent ear pain, and neck pain. Physician brought the patient into the or and removed the entire inspire system.